Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one of the patient's cassettes would not work in either pump. The patient utilized their emergency kit cassette in order to successfully continue with their infusion and the issue was resolved. The patient reported feeling tired afterwards. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.